Event description:
It was reported that an ilet user started a freestyle libre 3 plus sensor using the abbott libre app and subsequently did not see glucose readings on the ilet, while readings were present in the abbott app; education was provided that libre 3 plus supports only a single pairing session and sensors must be started in the ilet app, so the in-use sensor could not be paired and the user was guided to start a new sensor, consistent with an improper procedure and no applicable device component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and a usage issue was identified, aligned with user-related cause and no relevant component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error related to device pairing workflow."